Event description:
A technician reported a patient with flap striae in the right eye one day following lasik treatment. The patient reported halos and his vision is a little out of focus. In a f/u with a technician, she indicated the patient had been touching his eye following the lasik treatment. He was told not to touch eyes. The surgeon performed a flap lift and rinse on (B)(6) 2014. The patient was seen the following day and the event had resolved. The surgeon did not feel the striae or the out of focus vision in the right eye was related to the excimer laser.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).